Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had been alarming insulin flow blocked several times. They had to change the infusion set several times. The customer's blood glucose level during the incident was over 600 mg/dl. Troubleshooting was performed. The customer was assisted with performing 5 units fill cannula. They stated that the insulin exited. The customer stated the cannula was not bent. They did not wish to run an additional 5 units fill cannula test to determine if the cannula or site connection was occluded. Due to their discomfort with using the insulin pump, the device will be replaced. The device will be returned for analysis.